Event description:
It was reported that, during exposure there was an abnormal sound and a light coming from fiber connecting part in machine side. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation, there was found that the machine delivered the energy low, there was no abnormal sound inside the device and laser light was not coming out from the console. It was explained to the customer that the sound coming from the device is the sound of the laser while it is fired. The laser exposed reported in this event while firing laser is just a green light reflection, it was not the fiber, or a laser exposed outside the machine. According to the information provided, the reported failure of the light coming from the fiber could not be duplicated. Therefore, the reported allegation was not confirmed. The issue related to the low energy is related to the console, and not to the fiber. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that, during exposure there was an abnormal sound and a light coming from fiber connecting part in machine side. There was no patient involved.